Manufacturer narrative:
Tracked the production and inspection record of lot 201811002 and found no abnormal. Examined 3 remained production samples of lot 201811002 and found the samples were all qualified. The product instruction also explained that hematoma is a potential adverse event . Inspected the returned products and fount the inflation and deflation was normal. Could not have sufficient application information, no product abnormal was found via inspecting the returned products. There was no evidence that could prove product failure. Continuous attention will be paid to this issue in the future.

Event description:
There were two vasc bands used post procedure, the first band was applied to the distal right radial site. Patient noted with a severe hematoma. The second band was placed after swelling above the first band. Compartment syndrome was reported, and subsequent surgical intervention was reported. This report is also associated to MFR report # 3008002401-2019-00001.